Manufacturer narrative:
During inspection and testing, the error e216 (scope communication error) was displayed due to a faulty cover unit and the pins of the cover unit (cable unit) being rusted and deformed. In addition, service confirmed the locking mechanism was not working and the cable unit had cut marks. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the endoscope mount lock on the camera head was not working. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, error e216 (scope communication error) was observed. This report is being submitted for the malfunction found during evaluation (e216 error code). There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cover unit could not be determined. Olympus will continue to monitor field performance for this device.